Event description:
Complainant alleged that during biomed testing the paddles were unable to charge the defibrillator. Complainant indicated that there was no pt involvement in the reported malfunction.